Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.